Event description:
Terumo medical received an FDA uf/importer report # (B)(4). The event description states: during a stent/angioplasty procedure, part of a guide wire sheared off in the aorta. The remnants of the wire were successfully snared and retrieved. There was no harm to the patient.